Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of medical devices: product ID 3889-28, lot# va0ee37, product type lead. Information references the main component of the system. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 26-nov-2017, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Patient reported that she had a traumatic accident with first implant and therapy was working well until about 6-7 months in she had a very bad bicycle accident and the lead moved and was also told that she tore her pelvic wall. Since then patient stated she was only receiving intermittent or no symptom control. Patient stated that a few months after accident she had a revision however, stated that did not help. Patient reported that with her first implant, after the revision, the implantable neurostimulator (ins) was placed too shallow and the site was very irritated whenever she put on jeans and it became caught on everything. The patient indicator for use were for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. No further complications were reported/anticipated. Report of this event have been resolved.